Event description:
It was reported during a bd clinical practice consultant site visit that a cytoxan under infusion occurred on the 3 east unit. The 235 ml cytoxan infusion was programmed to run over 30 minutes at rate of 470, and the to be infused changed to 205 to account for flush. At 1520 to flush the chemo, the buretrol and bag were noted to still be full (approximately 200 mls remaining) and volume infused on pump stated 205 mls. The nurse verified with the pharmacist that the bag was not overfilled with cytoxan but believes this was either a pump error or possibly too much d5 1/2 ns. Other bags that were prefilled with d5 1/2 ns by the same machine at the same time as this bag were checked and one bag had exactly 217 mls per (B)(6). Per team's request pump was checked and appeared to be infusing at the correct rate. Md notified and stated that he wanted to continue to give the entire bag of cytoxan. Per the pump, a total of 451 mls of cytoxan were given. Once the chemo was completed, the pump to be checked by engineering.

Manufacturer narrative:
The reported issue that an under infusion of 235 ml of cytoxan running at the rate of 470 ml/h occurred at the 3 east unit could not be confirmed or replicated since the source pump module, pcu, and device logs were not returned for this investigation.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. History of t-cell lymphoma.

Event description:
During a site visit it was reported that a cytoxan under infusion occurred on the 3 east unit. The 235 ml cytoxan infusion was programmed to run over 30 minutes at rate of 470, and the to be infused changed to 205 to account for flush. At 1520 to flush the chemo, the buretrol and bag were noted to still be full (approximately 200 mls remaining) and volume infused on pump stated 205 mls. The nurse verified with the pharmacist that the bag was not overfilled with cytoxan but believes this was either a pump error or possibly too much d5 1/2 ns. Other bags that were prefilled with d5 1/2 ns by the same machine at the same time as this bag were checked and one bag had exactly 217 mls per (B)(6). Per team's request pump was checked and appeared to be infusing at the correct rate. Md notified and stated that he wanted to continue to give the entire bag of cytoxan. Per the pump, a total of 451 mls of cytoxan were given. Once the chemo was completed, the pump to be checked by engineering.